Manufacturer narrative:
Continued h.6. Health effect- clinical code: e0816, e083902. Continued h.6. Health effect - impact codes: f1901, f2303. Article citation: gassel, caroline j., nasyrov, emil, & voykov, bogomil. (Oct2023). "Gel stent implant for treatment of different forms of glaucoma. Gel-stent-implantat zur behandlung unterschiedlicher glaukomformen." Der augenspiegel, page. 20¿24. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The events are a known potential adverse event addressed in the product labeling.

Event description:
Reported events of "68 eyes underwent xen®45 gts implantation in unknown eyes. Postoperatively, needling was performed in a total of 51 eyes; 16 eyes with transient hypotension, of which 6 also had choroidal amotio, 2 eyes were treated with viscoelastic into the anterior chamber to retonize the globe; open revisions in 8 eyes; additional glaucoma surgery performed in 12 eyes; 1 eye with untreated blebitis resulting in advanced glaucoma, endophthalmitis, and loss of light perception; transient hyphema and iop-lowering medication provided in unknown number of eyes" were noted in the article, "gel stent implant for treatment of different forms of glaucoma. Gel-stent-implantat zur behandlung unterschiedlicher glaukomformen."